Manufacturer narrative:
The customer did not provide patient demographics such as: age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse verified temperature readings and the event log and noted no issue were found. The fse then performed a high sensitivity (hs) system check and a carry over test; both tests passed within published performance specifications. Verification of the instrument was performed per established procedures, no repairs were performed. All verification testing passed within published instrument and assay performance specifications. There is no indication that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the supplied information. (B)(4). All mdrs associated with this report: 2122870-2016-00563; 2122870-2016-00564.

Event description:
Beckman coulter was contacted on (B)(6) 2016 with a report of non-reproducible troponin I (access accutni+3) results for two (2) patients on the unicel dxi 600 access immunoassay system serial number (B)(4). This report addresses the results obtained from the patient designated as patient 2. The sample in question (designated as patient 2, sample 2) was run on (B)(6) 2016, on the unicel dxi 600 access immunoassay system and an elevated access accutni+3 result, above the assay's normal reference range, was obtained. On (B)(6) 2016, the same sample was repeated six (6) times on the same unicel dxi 600 access immunoassay system, and elevated results, above the assay's normal reference range were generated for all six (6) replicates. One of the six (6) replicates recovered significantly higher than the other five (5) replicates. The sample was also tested on an alternate analyzer (methodology unknown) and an elevated hs troponin I result, above the assay's normal reference range, was obtained. There was a change to patient care or treatment which occurred to one (1) patient in association with the non-reproducible access accutni+3 results, and is addressed in mdr2122870-2016-00563. The customer was unable to provide information on which patient had a change in treatment. This report addresses the imprecise access accutni+3 results generated on (B)(6) 2016. Quality control (qc) and calibration were performing within the assay's and instrument's specifications at the time of the event. The customer did not provide specific information regarding the collection or centrifugation of the patient's sample. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.